Manufacturer narrative:
This device was returned to mmd for evaluation. Based on the original complaint information, there was no indication of a reportable malfuction. During the investigation the pump over infused at a rate that mmd considers reportable. The roller assembly had built up debris around it and the motor had failed, which caused the over infusion.

Event description:
The initial reporter stated that the pump was not infusing accurately. There was no indication that the pump was infusing at a rate that mmd would consider reportable. At the time of the complaint, they stated that there had been no adverse effects to the patient. When the pump was returned to mmdg for investigation it was found that the pump was infusing at a rate that mmdg considers reportable. (B)(4).